Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited far p-wave oversensing. The patient will further be monitored. The patient condition was stable.